Event description:
It was reported that balloon rupture occurred. The over 80% stenosed target lesion was located in the mildly tortuous and non-calcified right coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for pre-dilatation. However, upon inflating to the nominal pressure of 12 atmospheres, the balloon ruptured. The device was removed intact and was found to be defective. The procedure was completed with a new 2.50x12mm nc emerge balloon. No patient complications were reported.